Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment, after having adjusted the pt's access needle. Air was removed from the circuit, however, the alarm could not be resolved. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The venous air alarm is attributed to air entering the circuit while adjusting the pt's vascular access. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event, and the pt has not experienced any further problems with their vascular access. Nxstage medical considers this report closed. No add'l info will be provided.